Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) lost telemetry when it was handed off to the physician to be connected to the implanted electrode. All types of communication were tried, and a new programmer was used, but despite efforts, the device was not able to be communicated with any longer. After two hours, a new device was provided to the physician and was implanted successfully. There were no telemetry or interrogation issues with the new device. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Initial investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. The device was received and is currently undergoing laboratory analysis. A supplemental report will be submitted when analysis is complete.

Event description:
It was reported that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) lost telemetry when it was handed off to the physician to be connected to the implanted electrode. All types of communication were tried, and a new programmer was used, but despite efforts, the device was not able to be communicated with any longer. After two hours, a new device was provided to the physician and was implanted successfully. There were no telemetry or interrogation issues with the new device. No adverse patient effects were reported. The attempted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Initial investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. The device was received and is currently undergoing laboratory analysis. A supplemental report will be submitted when analysis is complete. Upon receipt, this device was thoroughly inspected and analyzed. Visual inspection found no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. One half of the device case was removed to facilitate inspection and testing of the internal components. An external 9v battery was attached and the device passed the rf wake up pulse test. X-ray analysis of the oscillating crystal (telemetry component) found no abnormalities. During the remaining testing, telemetry was communicating normally. Laboratory analysis confirmed the reported field observation of the no telemetry condition. However, while attempting to isolate the cause, the issue resolved. No further analysis could be performed and the root cause was not able to be determined.

Event description:
It was reported that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) lost telemetry when it was handed off to the physician to be connected to the implanted electrode. All types of communication were tried, and a new programmer was used, but despite efforts, the device was not able to be communicated with any longer. After two hours, a new device was provided to the physician and was implanted successfully. There were no telemetry or interrogation issues with the new device. No adverse patient effects were reported. The attempted device was returned for analysis.